Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anastomosis procedure on an unknown date; and a suture was used. During the procedure, the suture came out from the swage. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/25/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one detached needle and one needle suture piece that pertained to product code 8702h. This product code is double-armed. An incorrect swage was found during the evaluation of the detached needle since the swage mark was higher than usual (near the solid part of the needle). The barrel hole of the needle was examined with magnification, and no suture remnant was noted. In addition, the needle suture piece was examined, incorrect swage was found and the end of the suture was noted to be cut, probably caused by a surgical instrument. The other section of the suture was not returned for the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.